Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends h3 other text: device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03660. Concomitant medical devices: catalog number:00620205022 lot number: unknown brand name: acetabular cup; catalog number: 00630505036 lot number: unknown brand name: acetabular liner unknown biolox head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was on a rowing machine and felt the hip pop leading to a revision surgery approximately 4 and a half years post implantation. During the revision, the surgeon noted liner and locking ring fractured leading the ceramic head and metal cup wear which resulted in metallosis and pseudo-tumor. Attempts have been made and additional information on the reported event is unavailable at this time.